Event description:
It was reported that excess fluid was removed during a routine hemodialysis treatment. Patient weight obtained after treatment was completed indicated that 3.2kg was removed instead of the 1.2kg programmed for removal. A leak of fluid was observed under the cycler and on the floor. The patient reported feeling lightheaded and low blood pressure. A bolus of 500cc normal saline was administered and patient symptoms resolved. No additional medical intervention was required.

Manufacturer narrative:
A small pinhole leak was identified in the cartridge returned for evaluation. The exact cause of the leak is unknown at this time and still under investigation. The cycler was also returned for evaluation. Inspection and testing for the cycler indicate that the cycler fluid balance system was operating within specification. The user guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluid could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." A letter was sent to customers reminding them of the importance of following device labeling including the above referenced warning. Investigation into the cause of the leak is ongoing. Follow up report will be submitted as appropriate.